Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 2 grams, intraperitoneally (ip) every 3 days for 2 weeks and ceftazidime, 2 grams, ip, daily for 2 weeks. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.